Manufacturer narrative:
Device used for treatment,not diagnosis. Device history record review and product development evaluation: device history record review shows no nonconformance for the device and no abnormalities were observed during the DHR review. The condition of the returned device indicates that torque in excess of that required for its intended use was applied and caused the complaint condition. Design risk reviewed and found to adequately address the complaint event. The design was evaluated and is adequate for its intended use, therefore the complaint is invalid. Placeholder.

Event description:
It was reported that during surgery for a broken metacarpal on (B)(6) 2013, while the surgeon was tightening the screw with the screw driver-shaft (03.114.010) the distal end of the shaft broke. The distal portion was sitting inside the head to the screw. No additional time was added to the surgery and surgeon easily removed the fragment from the screw head with his fingers. This is report 1 of 1 for complaint (B)(4).